Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the heater cooler calibration on the a/d board was out of range. The reading of 4.008 was out of specification and had to be adjusted to 4.000. Since the event occurred during routine testing of the device, there was no patient involvement during this event.